Event description:
It was reported that the handle broke when in use during a procedure posing the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handle broke when in use during a procedure posing the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.